Event description:
Reporter alleged discrepant blood glucose values of 59 mg/dl back to back with a result of 217 mg/dl when testing was performed 10 minutes apart on the advantage system. The customer stated not having any low glucose symptoms at the time of the testing and had been getting low readings recently, exact timeframe not provided. The location of the testing was not provided. No actions taken or treatment reportedly received. A request was made for the return of the suspect device and replacement was sent.